Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of that seized. It was also noted due to bur inside the attachment due to detached bearings. Laser markings are fading. Date of notification: 2024-jun-14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of seized/not running. No patient impact reported. Repair request escalated to product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
H3: product analysis:evaluation determined that the device doesn't work anymore. The likely cause was not identified. It was also noted that it is not possible to place a bur inside the attachment due to detached bearings, and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.